Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d1. The following sections were updated: b3, b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. The indicated blood loss can be procedure or patient condition related. However, with the information provided a definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: italy. H6: proposed annex g code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Bellato, enrico, fava, valeria, arpaia, andrea, calo, michel, marmotti, antonio, castoldi, filippo (2024). Reverse shoulder arthroplasty for proximal humeral fractures: is the bigliani-flatow stem suitable for tuberosity fixation and healing? Journal of clinical medicine, vol 13 (3388), pages 1-11 https://doi.org/10.3390/jcm13123388.

Event description:
It was reported in journal article from 2024 studying the clinical, functional, and radiographic results of patients affected by three- or four-part proximal humeral fractures treated with reverse total shoulder arthroplasty. Five patients required a blood transfusion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on february 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.